Manufacturer narrative:
Eval results - myocardial infarction.

Event description:
One endeavor rx drug-eluting stent was implanted to the mid lad, due to restenosis after previous ptca. Pt was asymptomatic / free of symptoms at 30 day, 6 month and 11 month follow up. An acute non-stemi is reported to have occurred approx 12 months following index procedure. Investigator assessed the event as a non-q-wave mi, location of infarction was non-determinable. Pt was not taking clopidogrel / ticlopidine 24 hours prior to the event. It is reported that there was a troponin rise to 0.40 with no ECG changes. An angiogram was performed 10 days following event. No intervention was required. Pt was discharged home the next day. It is reported that target lesion was not involved. Pt was asymptomatic /free of symptoms at 1.5 year follow up. Investigator indicated that event was not related to the target lesion.